Manufacturer narrative:
A visual and functional analysis could not be performed as the device remains implanted. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, the most probable root cause classification is anticipated procedural complication. Sludge occlusion is listed as an adverse event in the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The stent was placed on (B)(6), 2011 successfully. The physician verified the correct positioning of the stent via fluoroscopy. On (B)(6), 2011, the patient presented at the hospital with elevated liver enzymes. An ercp procedure was performed and it was discovered that the stent was blocked. The physician inserted a plastic stent through the existing metal stent. Under fluoroscopy, the physician measured the length of the metal stent to be 7.5cm instead of 6cm. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The stent was placed on (B)(6), 2011 successfully. The physician verified the correct positioning of the stent via fluoroscopy. On (B)(6), 2011, the patient presented at the hospital with elevated liver enzymes. An ercp procedure was performed and it was discovered that the stent was blocked. The physician inserted a plastic stent through the existing metal stent. Under fluoroscopy, the physician measured the length of the metal stent to be 7.5cm instead of 6cm. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6), 2012. According to the complainant, the stricture was 3 cm in length and "not very tight" as it only blocked approximately 30 percent of the normal lumen. The device labeling indicated that the stent was a 10x60 mm stent and in the physician's assessment, this was a sufficient length for the size of the stricture. On (B)(6), 2011, the stent was implanted within the common bile duct. The physician confirmed that the stent had fully expanded upon its initial deployment. On (B)(6), 2011, the physician checked the length of the stent under fluroscopy. Reportedly, the vessel appeared constricted and the stent was blocked with biliary sludge. The placement of the plastic stent through the existing metal stent relieved the blockage. The physician has not checked the stent since the procedure to verify if it has expanded to the correct size. However, the physician has no concerns with leaving the longer stent in place.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. An internal review of the attached images of the implanted stent was inconclusive, in that the size specification is done on the mandrel. Fluoroscopy measurement of length varies due to foreshortening." If any further relevant information is identified, a supplemental medwatch will be filed.